Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was the device difficult to close or fire? No. Approximately how far through firing was crunching sound heard? Partially into the firing cycle. What troubleshooting steps were taken to open the device? The manual knife reverse switch was pushed downward to reverse the knife, and the firing trigger was squeezed to return the knife. The firing trigger was limp and the knife could not be returned. Does the surgeon believe there might have been a fecalith? Unknown. What is the current patient status? Discharged from hospital.

Event description:
It was reported that the device was closed on the cecum, proximal to the base of the appendix. The device was articulated and closed normally, using a green cartridge. The tissue was reported to be healthy and within normal firing range of the staple cartridge. A crunching sound was heard as the device was fired, and firing lever became limp. The surgeon tried to open the stapler, however the device would not open as the knife was stuck partially into the firing cycle. The knife manual knife reverse switch was deployed, and the surgeon attempted to return the knife by squeezing the firing lever plastic to plastic. The knife would not return, and the surgeon reported that the firing lever was non-functional. The procedure was converted to an open case via a mid-line laparotomy and a ileocecal resection was performed to remove the stapler.

Manufacturer narrative:
(B)(4). Batch number: p56w3k. Investigation summary: the analysis results found that one ec60a device was returned with the anvil closed the firing mechanism jammed and with an ecr60g cartridge reload loaded on the device. The reload was noted to be partially fired (B)(6). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In order to open a locked device the reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. This is consistent with applying a high force to the firing trigger on a locked device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.